Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the returned device data. The returned device data have been analyzed. The analysis revealed strong fluctuations and a long-term increase of ventricular pacing thresholds since may 2014, confirming the clinical observation. The inspection of the available iegms showed a normal and expected device behavior, especially regarding the capture of ventricular pacing events. If ventricular capture control is enabled, the device will by design - perform automatic threshold tests every 24 hours and will adjust the pacing output to the measured value with an additional safety margin. Strong fluctuations of pacing thresholds on short timescales in the magnitude of the safety margin might intermittently lead to the reported observation. However, this does not represent a device malfunction. Based on the available data, the root cause of the unstable thresholds could not be determined. The analysis revealed no indication of a device malfunction. Should additional relevant information become available, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 11 months, it was reported that the patient exhibited a syncope. He was admitted to hospital, and a loss of capture was observed. The system was reprogrammed and remained implanted at that time. Should additional information become available, this report will be updated.